Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He was entering his carbohydrates and the numbers kept on scrolling. Customer's blood glucose was 101 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.